Event description:
The customer reported the machine is switching off when using battery power during routine checks. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the machine is switching off when using battery power during routine check. There was no patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.